Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010.according to the complainant, during the procedure, the tip of the device was not straight. While bowing the device, the tip went askew and away from the ampulla. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (tip does not bow in plane).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip of the device was not straight. While bowing the device, the tip went askew and away from the ampulla. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device, found that the working length/distal tip was twisted. The exposed cut wire was twisted and bent. The initial tip orientation did not meet the orientation specification due to twisted tip and bent wire. A functional evaluation found that the device met the bowing specification but the bowing was not in plane due to the bent wire. The condition of the returned incident device was consistent with the complaint of, the tip went askew when bowing the device. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.